Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing two occurrences of under fill during use. The following has been provided by the initial reporter: it was reported customer experienced under-filling when using vacutainer. Verbiage received via email, - "tubes were disposed of in the performing lab. 2 tubes did not fill to the appropriate line, per performing lab only 70% full.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. H3 other text : see h.10

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing two occurrences of under fill during use. The following has been provided by the initial reporter: it was reported customer experienced under-filling when using vacutainer. Verbiage received via email, - "tubes were disposed of in the performing lab. 2 tubes did not fill to the appropriate line, per performing lab only 70% full.